Manufacturer narrative:
Section a2, a4, a5: information unknown/not provided. Section b3: date of event: unknown/not provided. Section d6a: if implanted, give date: not applicable, as the lens was not implanted. Section d6b: if explanted, give date: not applicable, as the lens was not implanted; therefore, it was not explanted. Section e1 telephone number : (B)(6). Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect - clinical code: 4581 incision enlarged. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was defective. The iol was partially delivered into the patient's left eye and then removed. The incision was enlarged. A vitrectomy and suture were not required. The iol was removed and successfully replaced with a back up lens during the same procedure. No other intervention were required. The patient was fine when discharged. There were no issues. The iol is not available for return. No further information was provided.